Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the premature deployment was likely due to operational context. It is likely that the premature deployment is related to handling and/or inadvertently rotating the handle rotator. It is not conceivable for the stent to be exposed while in the dispenser coil, further signifying that the premature deployment occurred after removal from the packaging. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of an xact self-expanding stent system (sess), the sess was removed from the packaging and it was noted that the stent was exposed but not flowering. The device was discarded. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.